Event description:
It was reported that intermittent occlusion alarm occurred. The customer changed the cartridge. There was no reported adverse impact to the customer¿s blood glucose level. A system check was started with tandem technical support, however the customer declined to continue troubleshooting, therefore no additional information was obtained.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.